Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedances measuring greater than 3000 ohms. Additionally, there was oversensing noted on a stored episode. Technical services recommended to do some in clinic testing. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported.